Event description:
A report was received that the patients remote would not communicate with the ipg after a revision procedure wherein an electro cautery was assumed to be used and may have compromised the ipg. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4).

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patients remote would not communicate with the ipg after a revision procedure wherein an electro cautery was assumed to be used and may have compromised the ipg. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patients remote would not communicate with the ipg after a revision procedure wherein an electro cautery was assumed to be used and may have compromised the ipg. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))

Manufacturer narrative:
Sc-1132/111810. Device evaluation indicated that the complaint was confirmed. The device would not be charged. The device exhibited excessive sleep current due to low vh impedance, and high thermal was detected on u3_asic. This type of damage occurs when the ipg is exposed to high-voltage transients. It was reported the doctor used bovi in the revision.

Event description:
A report was received that the patients remote would not communicate with the ipg after a revision procedure wherein an electro cautery was assumed to be used and may have compromised the ipg. The patient will undergo an ipg replacement procedure. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).